Event description:
New information noted that the patient's right ventricular lead was capped and replaced on (B)(6) 2020 due to oversensing. The patient's condition was stable after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the patient's right ventricular lead exhibited episodes of oversensing noise. Programming changes were made. No adverse patient consequences were reported.